Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. According to the investigation, the device exhibited issues of image abnormality. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, the reasonably known information suggests probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopic rectal resection procedure, the display of the videoscope showed an abnormal image accompanied by horizontal noise. The procedure was successfully completed using the same device. There were no reports of harm to the patient related to this incident.